Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, on (B)(6) 2026, the unit was opened and the blade slipped out of the bottom of the package as it had not been sealed. It is unknown if a patient was impacted or if a delay occurred. Due diligence is in progress.